Manufacturer narrative:
On the initial report sent to the FDA dated 1/7/1997, and the follow-up report dated 1/24/1997, section d.6. Catalog# read lps 7515. Section d.6 should have read catalog# lps7515.

Event description:
Na